Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. No intervention was performed and the patient was stable. The patient is visiting italy and will attend follow-up for possible intervention when they return home to japan.